Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further moisture damage. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and below the grip pad to the case seal. Additionally, the display was dim with reddish text.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.